Event description:
A customer reported that a culture, from product obtained in an autologous peripheral blood stem cell collection, was positive for rhodotorula rubra. The rptr indicated the harvest was completed on 04/14/1998 & the culture, of the sample site on the collection bag, was found positive for fungus on 04/24/1998. The donor/pt received the harvested product & went home before the positive culture was known. The reporting physician indicated there was no clinical sequalae & no treatment for the donor/pt.